Manufacturer narrative:
The reported events could be confirmed. Complaint (B)(4) - investigation (B)(4) in the related ti 4935 / 18, it was stated: ¿(¿) one ¿ l-plate, mp, for mid-face, left, 4-hole, bar 8mm, profile high 0.6mm, malleable - broke postoperatively and was returned in order to determine the root cause of the failure. The sample was examined regarding its dimensions, chemical composition (edx analysis) and by light and scanning electron microscopy. The dimensions are in accordance with the specification. The chemical composition conforms to the specification of ti grade 2. The investigation shows that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The damage of the anodizing layer and the transformation of the surface structure as well as the secondary cracks on the breakage area pointed to too high forces which acted on the plate during the application. The investigation with sem shows on the fractured surface the appearance of a low cycle fatigue rupture. Much evidence of forced rupture and secondary cracks also exist. In addition swinging lines of a fatigue breakage are visible to some extent. The root cause of the failure could have been one or repeated powerful dynamically overload of the fracture area of the plate. Indications for material or manufacturing related problems were not found in this investigation. (¿)¿

Event description:
It was reported by a company representative that a patient underwent a revision surgery to remove plates that have broken post operatively.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that a patient underwent a revision surgery to remove plates that have broken post operatively.